Manufacturer narrative:
Patient reported allergic reaction after off-label bellafill dermal filler injection in the chin area, resulting in ER visit and medication intervention. The patient did not have the required skin test prior to the bellafill dermal filler injections. Patient relays that her symptoms were tightening in her throat, coughing due to the tightness, and headaches. Additional patient symptoms that were relayed by the injector were chest tightness and difficulty swallowing. Thepatient went to the ER which provided benedryl and IV steroids and told her she was having an allergic reaction. They also prescribed 5-day oral steroids which she started as of (B)(6) 2024 and reported she was doing a bit better at that time. The bellafill dermal filler injector was: (B)(6). The bellafill skin test is required prior to bellafill injections per the bellafill dermal filler and bellafill skin test ifus. Per the patient, she was told by the injector that a skin test prior to injections was not required. The injector relays that the patient declined the skin test. Injector relays via phone call on (B)(6) 2024, at last contact with the patient via patient provided photo there were no outward signs of an allergic reaction. Review of the lot used in the patient's procedure found no issues in manufacturing review or in retained lot samples. Bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Bellafill dermal filler syringes are single use devices and are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."

Event description:
Patient reported allergic reaction after off-label bellafill dermal filler injection in the chin area, resulting in ER visit and medication intervention. The patient did not have the required skin test prior to the bellafill dermal filler injections.